Event description:
From staff: storz instrumentation was being put into use on the sterile field when it broke and then exposed a contaminated piece of the instrumentation. It did not contaminate the field, and all efforts were made to mitigate this problem in a timely manner.